Manufacturer narrative:
(B)(4). Devices of multiple part/lot numbers were implanted during the procedure including: model# : 1-3210, lot# : rm13l001; model# : 1-3212, lot# : rm13e006; although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a decompression surgery using interspinous spacers at levels l3-l4 and l4-l5. It was reported that during a clinical visit 3 weeks post-op, the patient presented with an l4 spinous process fracture between the interspinous spacer implants. According to the report, the event was of 'moderate severity" because it "interfered somewhat with daily activities". Medical intervention was required but the type of intervention not specified in the report. No further information was provided.